Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found to have error 1109 and 1110 with a node ac_4d. The reported failure was confirmed and replicated. The arm was tested on an system in-house in normal mode with no errors. Also, it was tested on in a testing platform where all required test passed except axes controller motor(acm) fan, which indicated overheating. The acm will be replaced as a fix. The complaint regarding overtemperature errors was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting temperature errors, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the usm to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is reportable malfunction event due to the following conclusion: an usm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the universal surgical manipulator (usm 4) was getting temperature errors. Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found several errors 1109 and 1110. Both errors are indicators of a temperature issue. The tse asked if the drape was bunched up and they stated no. The customer also stated that the usm 4 was not touching the patient. The customer stopped using arm 4 and finished the case with the other three arms. There were no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.